Event description:
It was reported by service report that the foot lift was stuck in the high position. Customer could not determine if there was pt involvement or if there were adverse consequences to report.